Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit blood was detected.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(model#, catalog# & UDI#), d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Contaminated and suspect components need to be replaced. The fse replaced safety disk, crm module, blood bank detector and purge assembly. Checked all functions and all ok. Handed over the unit in working condition.